Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with an infection at an unspecified time following surgery. It is assumed that antibiotics were prescribed to address this event. No further details were provided.